Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the cartridge was filled with approximately 200 units of insulin. The customer's blood glucose level was 87 mg/dl. The customer confirmed that a new cartridge would be loaded with 200 units, and insulin delivery would be resumed. The customer declined further assistance from tandem technical support.